Event description:
It was reported that the patient had a supraspinalis muscle repair on (B)(6) 2015. The patient came to the hospital due to pain early in (B)(6) 2015. An MRI confirmed that the anchor was broken. The revision surgery was conducted and the broken anchor was retrieved. No additional treatment was conducted due to the healing of supraspinalis muscle.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The explanted device was requested for evaluation but will not be returned. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause of this type of event is patient non-compliance with the post-op protocol, damage to the device during insertion due to preparing a pilot hole that is too small, not inserting the implant co-axial to the bone tunnel and/or prying/leveraging the driver while the implant is still loaded. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is follow-up submission to reflect the evaluation of the returned device. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation revealed returned device is broken in half. Threads do not appear deformed, flat and/or gouged and both minor and major diameters of the threads are within specifications. The cause of the complainant's event is undetermined at this time. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient had a supraspinal muscle repair on (B)(6) 2015. The patient came to the hospital due to pain early in (B)(6) 2015. An MRI confirmed that the anchor was broken. The revision surgery was conducted and the broken anchor was retrieved. No additional treatment was conducted due to the healing of supraspinal muscle.